Event description:
Boston scientific received information that a day following implant procedure, the right ventricular (rv) lead exhibited high out of range (oor) pacing lead impedance (pli). R-wave measurements and thresholds were stable. No episodes of noise were noted. Additional information indicated that isometrics were performed and was able to re-create impedance and noise. Moreover, x-ray was done and revealed a good connection. The rv lead will be monitored for noise and oor impedance. Considered going unipolar as impedances were lower and sensing was good. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.